Manufacturer narrative:
(B)(4). Additional information received from a second attorney alleged that the patient experienced sudden cardiac death. Additional information was also received regarding the date of event onset; however, there is a discrepancy as the date provided is different than the date that was initially reported (the newly alleged injury and death were reported to have occurred approximately four years prior to the original date of event onset). A request for event clarification has been submitted and will be provided upon receipt accordingly. This is one of three device reports for this event; the associated MFR report numbers are: 1225714-2014-15836, 1225714-2014-15837 and 2937457-2014-03624.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2013 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving three separate products.